Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor siltex contour profile high 350cc saline prosthesis, catalog #3542712, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with a mentor siltex contour profile high 350cc saline prosthesis experienced left sided deflation and capsular contracture (baker¿s grade unknown) post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 6/4/2019. In addition to issues reported for this device, capsular contracture on the contralateral side was also report. See (B)(4) for contralateral prosthesis report. When the devices were explanted bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed. The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: during evaluation of the sample a tear measuring approximately 1 cm located on the anterior view of the device was found. Microscopic examination of the edges of the tear revealed parallel striations. No additional anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).